Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states the unit is over pumping by 20 percent.

Manufacturer narrative:
On (B)(6) 2017 it was determined that this is a duplicate of a previously reported complaint MFR report# 1282497-2016-00984. Therefore this complaint will be voided and no additional investigation results will be sent.